Event description:
It was reported that during a hemorrhoidectomy procedure, about 1.5-2 cm of the staple line wasn't complete. The procedure was completed by hand suturing. There was no patient consequence.